Event description:
The resectoscope was being utilized during a perineal urethrotomy and extensive electroguration of the prostatic urethral. During which time a piece of the tip of the inner seath of the resectoscope broke off. The surgeon attempted to retrieve the broken piece, and was not able to retrieve it. Risk mgmt. Confirmed that a piece of the inner sheath tip broke off in the pt and the surgeon was unable to retrieve it. She was not aware if the piece passed from the pt naturally. The pt was released from the hospital and there has been no further report on the pt condition.